Manufacturer narrative:
The insulin pump down arrow button did not respond due to corroded keypad trace. No button error alarm noted.

Event description:
The customer reported via phone call that they received a button error alarm. The customer's blood glucose was unknown at the time of incident. The insulin pump was returned for analysis.